Event description:
It was reported that three bd microtainer® tubes with k2e (k2edta) experienced foreign matter contamination. The following information was provided by the customer: on (B)(6) 2019, after nurse correct the patient's blood into the microtainer reservoir, nurse found the blood color became light in color. And the volume became more. Then nurse checked all the microtainer in this sp, found 2ea with foreign liquid in the reservoir. Due to this issue, 1 patient been re-withdraw the blood.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign liquid with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign liquid was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign liquid with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and foreign liquid was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd microtainer® tubes with k2e (k2edta) experienced foreign matter contamination. The following information was provided by the customer: on (B)(6) 2019, after nurse correct the patient's blood into the microtainer reservoir, nurse found the blood color became light in color. And the volume became more. Then nurse checked all the microtainer in this sp, found 2ea with foreign liquid in the reservoir. Due to this issue, 1 patient been re-withdraw the blood.